Event description:
Hcp reported the catheter connector was torn at the hub. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.